Event description:
It was reported that the left ventricular (lv) lead had high impedance for bipolar and lv tip-coil to right ventricular (rv) lead. It was noted that the trend data indicated a patient alert for out of tolerance sub threshold lead impedance and it was further noted that the impedance spiked from normal values to infinitive. The lv lead was reprogrammed to lv ring to rv and the impedance was within normal range. The lv lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.